Event description:
It was reported that the customer experienced a blood glucose (bg) level of 417 mg/dl and was "writhing in pain". Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin resulting in an empty cartridge. Additionally, the customer alleged that a low insulin alert did not annunciate; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 5 days later with the issue resolved and no permanent damage. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the pump detected that the cartridge is empty and all deliveries have stopped. In this case the pump alarms will re-notify every 3 minutes until the alarm is cleared, the cause of the alarm is addressed and then insulin delivery is manually resumed. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.